Event description:
It was further noted that the patient was very ill due to the event when it happened at (B)(6).

Event description:
It was reported that the pediatric patient had "good effect" since the pump was implanted, but suddenly in the middle of the night on (B)(6) 2011 the patient's pump started to alarm. The pump was interrogated the following morning at the hospital, and it was determined that a motor stall had occurred at 5:00 am. The patient started to develop severe underdose symptoms, and had become "really bad at hospital during the coming hours." It was noted that the patient spent the whole christmas holiday in the hospital due to the event. The pump had restarted by itself at 00:39 am on (B)(6) 2011. The physician was worried about the reliability of the pump, and therefore decided to schedule a pump explant/revision. It was later reported that the alarm, which occurred late night/early morning on (B)(6) 2011, was clarified as being a critical alarm. After the pump restarted on its own at 00:39 am on (B)(6) 2011, the patient was "better during the day." The pump however started to alarm again in the morning of (B)(6) 2011; and again a motor stall occurred. This time the pump was "off" for 2 hours before restarting. It was further noted that this repeated in the afternoon when the pump was off for approximately 6 hours. Because of the "potentially dangerous situation," and that the pump was "unreliable," the decision was made to exchange the pump. The patient's pump was replaced by a neurosurgeon on (B)(6) 2011. "Important information" indicated that "the patient is using an electrodress 3 times a week with small electrodes attached to the body to give small vibrations, but the electrodress has not been used near the pump." A description from the company was further noted as the following: "our method is based on the tens-electrodes placed on the skin of the patient, the electrodes stimulate the skin on the surface of arm, leg, and torso muscles, (which is dependent on the patient's condition); typically the electrodes will be placed on 4-8 muscles on the legs and hips and/or 4-8 muscles on the upper body." It was further reported that the treatment was typically used for 60-90 minutes, 3-4 times a week. The maximum current level was less than 100ua; and they used low frequencies and short pulse durations. The tens-apparature they had used was stated as not being tested and evaluated for correlation with epilepsy, or any kind of implanted stimulators. They had recently done measurements with a cardiologist in (B)(6) for a patient with an "ICD" who wanted to use the treatment. The currents were "concluded slightly detectable (like a thicker line on the EKG) but not a hazard for that purpose." It was noted that the patient was harmed in regards to the severe underdose symptoms. When the pump was revised, there was "good effect." It was noted that "the patient is going home again tomorrow." The drug in the pump was lioresal.

Manufacturer narrative:
Concomitant medical products: catheter model# 8731 lot# unknown implanted: (B)(6) 2006 explanted:unknown. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion/gear train anomaly and high battery resistance. As received the pump had a hard motor stall which did not recover due to corrosion on the upper shaft and upper bridge jewel of gear # 2. Some corrosion was also found on the motor coil terminals. As per a pump log, multiple motor stalls and motor stall recoveries occurred between (B)(6) 2012 and (B)(6) 2012. A battery end of service (eos) and an open coil was noted to have appeared in the pump logs; and were believed to have happened after explant. It was indicated that during further analysis a milling chip was found shorting the battery to ground; and after the chip was removed the battery recovered. It was believed that a high resistance battery caused the eos event, and it was also thought to have happened sometime after explant and before the device was received by the manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.